Manufacturer narrative:
Concomitants medical products: truliant tib fit tray cem sz 3.5f / 2.5t (cat# 02-022-45-3525). Truliant ps cem fem ps cem right sz 3.5 (cat# 02-020-11-0335) . Truliant tib fit tray cem sz 3.5f / 2.5t (cat# 02-022-45-3525). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech truliant knee clinical study, approximately one year post initial tka, the (B)(6) y/o female patient experienced pain in right knee patellar region and clicking when ascending stairs and when bending right knee. Patient is scheduled for a right knee arthroscopic with synovectomy at subject's convenience.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by the exactech truliant knee clinical study, approximately one year post initial tka for osteoarthritis, the 63 y/o overweight female patient experienced pain in right knee patellar region and clicking when ascending stairs and when bending right knee. Patient is scheduled for a right knee arthroscopic with synovectomy at subject's convenience. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.